Manufacturer narrative:
Product event summary: (B)(4): the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a pacing problem where the EKG showed a rate of 30 bpm with no evidence of pacing spikes. The device was removed and replaced. It was also reported that the right ventricular (rv) lead had high thresholds, loss of capture and oversensing. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.